Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced blood glucose excursions due to a time/date reset issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 61 mg/dl with symptom of unsteadiness when standing and walking and was also at 482 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support reviewed the time/date reset issue with the reporter and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. The reported hyperglycemia did not meet the criteria for serious injury. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/03/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed a time and date reset after a reboot at (B)(6) 2014 07:28 and was manually set incorrectly to (B)(6) 2014 20:13. The pump¿s total daily dose history was appropriate for the user programmed basal rates. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test.